Manufacturer narrative:
Product ID: 3889-28, lot# v973529, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had pain down her leg and the lead migrated. The health care provider did a lead revision and during the surgery, the new lead did not fit into the implantable neurostimulator (ins). A new ins was used. The patient¿s symptoms started ¿about a week¿ before the revision. It was later reported that the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.